Event description:
It was reported that the customer's insulin pump alarmed button error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The button error alarm and no button response due to corroded keypad traces. Pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.